Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 25 mg/dl. Cause was not known. Reportedly, the customer was in and out of consciousness. Customers parent and emergency medical services (ems) administered oral glucagon and oral dextrose to address the bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.